Manufacturer narrative:
This product is registered as a combination product. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving an alert from their implantable cardioverter defibrillator (ICD). Interrogation showed the patient's right ventricular lead showed the high voltage impedance was high and out of range. The patient was asymptomatic. No changes were made.